Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. However, images of the esheath+ were received and a sheath liner tear was observed with the introducer protruding through the tear. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty withdrawing the delivery system with access site bleeding requiring an additional closure device was unable to be confirmed. Investigation results suggest/indicate that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, there was difficulty advancing the delivery system through the sheath early in the procedure. Post valve deployment, difficulty was then experienced while withdrawing the delivery system through the sheath. When the sheath was removed from the patient, it appeared split mid way, with the dilator having exited mid sheath. An additional perclose was deployed to resolve the bleeding, and the valve was successfully implanted. The received product images confirm a torn liner.